Event description:
It was reported that the patient had loss of stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7073713.